Event description:
The hcp reported that the pump was explanted along with a portion of the catheter. A segment of the catheter was left in the patient. A follow up report will be sent when additional information is received.